Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 460 mg/dl and a high level of ketones. The cause of elevated bg was unknown; however, customer also had rhinovirus and healthcare provider believed this was a contributing factor. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, and potassium. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.